Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. The device fired and the next clip would drop out of the jaws. Another device was used to complete the case. There was no adverse consequence to the patient. One device is being returned.

Manufacturer narrative:
(B)(4). (B)(4). Evaluation summary: the instrument was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming. A batch record review was performed and no anomalies were found during the manufacturing process.